Event description:
Abbott customer reported that clave was attached to a y-site and leaked fluid/blood after disconnection of the secondary set luer. No pt harm reported. No additional info available.